Event description:
The patient reportedly had been ill for several days with a low grade fever and stiff neck. The patient has experienced increasing balance problems. In 2003, the patient was seen at the hospital and a lumbar puncture was recommended. A physician contacted the company and stated that the patient apparently has a case of meningitis.